Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring =black, the pump was returned for cosmetic found crack at display on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and minor scratched lcd window. Cosmetic damage crack at display was not confirmed however, other cosmetic damage (minor scratched case and minor scratched lcd window was noted. Blank display due to cracked u6 chip on pcba 2.